Manufacturer narrative:
We are awaiting device return. If the device is returned, a follow-up report will be submitted with the results of our investigation.

Event description:
It was reported while using the catheter, the handle leaked. There were no consequences to the pt.